Manufacturer narrative:
Other applicable components are: product ID: 3887-28, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2008, product type: lead. Product ID: 3487a, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that one of the patient's lead was never in the right spot. The patient indicated that the last time they had their ins replaced they were told that one of the "cord" inside of them was frayed. No symptoms and/or further complications reported at this time.